Event description:
Customer reported receiving a no delivery alarm during manual prime. The customer's blood glucose was 191 mg/dl. Troubleshooting was able to verify insulin exiting from the tubing. The customer was advised the insulin pump was working as designed. The customer also reported the insulin pump stopped insulin delivery during a bolus. The customer declined to troubleshoot and stated he would change his site. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).